Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 500 mg/dl and 465 mg/dl at the time of the call. The customer treated with pump. Customer indicated that they will contact their doctor. Customer also indicated that the reason for the high blood glucose is that they are on dialysis. No further details given.